Manufacturer narrative:
Alleged failure: white residue. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that white residue was found on the probe of the product.